Manufacturer narrative:
Concomitant products: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neuro stimulator (ens). It was reported that the patient was retaining urine. They stated that they were not voiding the same amount in volumes. They were advised to follow up with their healthcare provider. There were no device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.